Manufacturer narrative:
(B)(4). Investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was attached to the control wire and the clip arms were misaligned. Microscope examination was performed, and it was confirmed under high magnification that one of the clip wings was inside of the capsule windows, indicating that the first activation had been performed in only one arm, and that the clip could not be reopened. It was also noted that one of the bushing hooks was damaged. The clip was disassembled for further analysis and no other visual damages observed. Dimensional examination was performed on the yoke diameter and the length measurement was confirmed to be within specification. A dimensional analysis was performed on the tension breaker, and the length was within specification. Additionally, x-ray analysis was performed on the device and it was confirmed that the clip arm was partially separated from the tension breaker. No other issues with the device were noted. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip failed to open inside and outside of the scope. There were no patient complications reported as a result of this event. Investigation results revealed that one of the bushing hooks was damaged; therefore, this is now an MDR reportable event.